Event description:
The pt reportedly experienced a loss of lock between the external equipment and the implant. External equipment was exchanged, but the problem was not resolved. The pt's c1 device was explanted.